Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that an mr290v humidification chamber was found to be leaking before use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare in (B)(6) and was visually inspected. Results: visual inspection revealed a crack near the base between the port and the baffle. The print on the chamber above the crack was smeared and flow marks were present. A lot check revealed no other complaints of this nature for lot 140322. Conclusion: the smeared print and flow mark suggest that the damage was caused by the chamber coming into contact with a solution containing ethanol/alcohol which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient maximum operating pressure: 8 kpa. (B)(4).